Event description:
It was reported that the rn scanned all IV medications around 2300 and hung new bag of tpn and lipids. The rn went in to check on the IV fluids again and realized that tpn bag of 2000 ml was almost gone and appeared to maybe have 50 ml left in the bag at 0600. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the rn scanned all IV medications around 2300 and hung new bag of tpn and lipids. The rn went in to check on the IV fluids again and realized that tpn bag of 2000 ml was almost gone and appeared to maybe have 50 ml left in the bag at 0600. There was patient involvement but no harm.